Event description:
It was reported that when nurse was trying to start the therapy in arctic sun device. The flow rate goes to 0.8lpm, then drops to 0lpm and then stops. They confirmed that the patient went to ir with the pads on, and nurse confirmed they had no flow issues prior to this. Explained it was possible the pads were damaged at this point. They confirmed the therapy was complete (patient were in the normothermia phase). Disconnected and reconnected pads using proper technique and restarted the therapy. Guided to system diagnostics: system hours were 7692, pump hours were 6527, inlet pressure was 0.5psi, circulation pump command was 100 percentage, flow rate was 0lpm. The nurse will see if the heath care professional wants to continue therapy at this point. Placed the device in manual control with no pads attached. The inlet pressure was negative 6.4psi. Circulation pump command was 85 percentage; flow rate was 2.5lpm. They will also send the device to biomed to check the circulation pump. Per follow up information received via phone on 08jun2026, the nurse stated that the pads were retained but they have not seen them and requested a sample collection box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.